Event description:
According to the reporter: the patient alleged injury. Medical history: 1. International incontinence society stage 2 uterovaginal prolapse. 2. International incontinence society stage 2 anterior vaginal wall prolapse. 3. International incontinence society stage 2 posterior vaginal wall prolapse. 4. History of genuine stress incontinence. 5. Urethrovesical junction hypermobility.

Manufacturer narrative:
(B)(4).